Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the forearm. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation the balloon ruptured at 14 atmospheres for 10 seconds, the balloon ruptured and a balloon pinhole was noted. The device was removed without any problem and the procedure was completed with a different device. There were no patient injury reported and the patient's status was good.